Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (asystole event) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. This failure was due to corrosion found on ECG d. The root cause for the corrosion could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There were no adverse events associated with the electrode belt malfunction.

Event description:
A us distributor reported that a patient was experiencing asystole events alerts.